Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the left hepatic artery using ruby coils. During the procedure, the physician was unable to advance a ruby coil through another manufacturer's microcatheter and into the target vessel. The ruby coil was removed from the patient and the procedure was successfully completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.